Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a surgical procedure for a torn right tendon on the right side of the right foot on (B)(6) 2011 and mesh was implanted. Approximately one year post op, the patient's ankle was swollen to the point he could not fit his foot into his shoe. On (B)(6) 2015, it was noted that the mesh began to come out of his big toe. To date, the patient's body is still rejecting the mesh. Additionally, the patient has an infection and is on antibiotics. Additional information will be requested.